Manufacturer narrative:
The reagent lot number is 79975801. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys probnp ii result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was <10.0 pg/ml. The repeat result was 11278 pg/ml. The physician questioned the initial result due to the large deviation from the previous (around 10000 pg/ml), prompting the patient's sample to be rerun.

Manufacturer narrative:
The elecsys probnp ii reagent expiration date is 31-oct-2025. The field service representative inspected the analyzer and replaced the pinch tubes. The investigation determined that the overdue customer maintenance (pinch valve replacement) had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. Medwatch field h11 additional narrative updated with reagent expiration date.